Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The patient experienced a treatment event. The patient was at home and lost consciousness at the time of the event. The patient received two inappropriate treatments at 02:26:59 and 02:27:26. The rhythm at the time of the first treatment was asystole with intermittent cardiac activity and the post shock rhythm was asystole with intermittent cardiac activity. Intermittent cardiac activity contributed to the false detections. At 02:28:09 a non-treatable rhythm was detected. The device was shutdown at 02:31:12. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient was taken to the hospital where resuscitation attempts were not successful. The patient passed away on (B)(6) 2015. There is no information to suggest that the lifevest caused or contributed to the patient's death.

Manufacturer narrative:
Device evaluation of monitor (B)(4) and electrode belt (B)(4) has been completed. Upon evaluation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Monitor (B)(4) : 02/2012 - reuse. Electrode belt (B)(4): 11/2014 - initial use.